Event description:
Related manufacturer reference number:2017865-2022-06571. It was reported that patient's right ventricular (rv) lead and atrial lead exhibited noise. Both leads were explanted and replaced. There were no patient consequences.